Event description:
The customer reported that the device was giving an error code 1000, which is in the category of defib failure. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.